Event description:
The customer reported being hospitalized for high blood glucose. The blood glucose reading was 520 mg/dl. Troubleshooting was performed. The device passed fixed prime test and the insulin exited. The totals and basal rates were correct. Upon receiving the tubing clamp a high-pressure test was performed and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.